Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was intermittently responsive. All of the other keypad buttons responded to button presses as expected. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that over the last month the keypad buttons are slower to respond and must be pressed harder and several times to get a response. The pump is reportedly worn attached to their belt.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.